Event description:
Reportedly, this device was explanted after approx a 6 month implant duration due to severe aortic insufficiency, aortic root aneurysm, ascending aortic aneurysm.

Manufacturer narrative:
Device not returned.